Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the hub of a 7f .078in extra back-up (xb) 3.5 vista brite tip guiding catheter leaked so he couldn't use it. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, the hub of a 7f .078in extra back-up (xb) 3.5 vista brite tip guiding catheter leaked so he couldn't use it. There were no reports of patient injury. One sterile gc 7f 078 xb 3.5 was received for analysis. During visual analysis, the unit¿s body and hub did not present any damage under an unaided eye evaluation. A functional analysis was performed by flushing the device and no leakage from the luer hub or any other anomaly was observed. A high magnification analysis was done on the hub body to identify the presence of the defect reported. During this analysis no damage or anomaly was identified that could be related to the condition reported. The reported by the customer as ¿luer hub - leakage¿ was not confirmed because no leaks or damages were observed during the analysis. Handling factors such may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.